Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-may-2016, implanted: (B)(6) 2012, product type: lead. It was noted that the patient had 2 implantable neurostimulators (ins) systems present during the event. See manufacturer¿s report # 3004209178-2019-06839 for the concomitant ins system information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision where both of their devices were replaced. They stated that all they knew was that they went in and the impedances were bad. The patient reported that the leads ¿broke¿ and the leads ¿break all the time¿. They noted that they can't count how many leads have broken and surgeries she has had¿. The patient also stated that ¿machine does do it's job when it's working and it is helping¿. No further information was able to be obtained. There were no further complications reported or anticipated.